Event description:
According to the facility, "when trying to disconnect the luer lock attachment from the IV itself, the device would not detach. Ultimately had to take out patient's IV and start a new IV."

Manufacturer narrative:
According to the facility, "when trying to disconnect the luer lock attachment from the IV itself, the device would not detach. Ultimately had to take out patient's IV and start a new IV." No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated h3: device evaluated by manufacturer. Updated h6: type of investigation (b). Updated h6: investigation findings (c). Updated h6: investigation conclusions (d).